Event description:
During a dental treatment (crown preparation on tooth (B)(6) the instrument heated up and caused a burn on the lower left cheek. The injury was treated with ointment / medication (oxifresh super relief dental gel).

Manufacturer narrative:
During the test run prior to the repair the heat up was reproducible. Inner part of push button has a groove worn into it from rubbing on chuck release while handpiece is running and heating up quickly. This indicates an application error. In addition the chuck performance was weak and the measured power consumption was high. A worn handpiece that needs an overhaul. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare and maintain the handpiece for each treatment and how to use it: 2.2 improper use because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. > check the technical condition before each use. > never press the push-button during operation of the device. > never use the instrument to keep the cheek, tongue or lip at a distance. > never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition a damaged product or not kavo original components could injure patients, users or third parties. > only operate devices or components if they show no signs of damage on the outside. > check to make sure that the device is working properly and is in satisfactory condition before each use. > have parts with sites of breakage or surface changes checked by the service personnel. > if the following defects occur, stop working and have the service personnel carry out repair work: · malfunctions · damage (e.g., from dropping) · irregular running noise · excessive vibration · overheating · dental bur is not seated firmly in the handpiece to ensure optimum function and to prevent property damage, please comply with the following instructions: > service the medical device regularly with care products and systems as described in the instructions for use. > the device should be reprocessed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time. 6.1 checking for malfunctions overheating of the device. Burn injury or product damage due to over-heating. > if the device overheats, stop working and have the service personnel repair the device.